Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a bad speaker and the soft key was not working (delayed/double response). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "bad speaker" was reproduced and found low audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the rear case flex. The rear case flex cable required to be replaced to address this issue. During functional testing, the reported problem "soft key not working (delayed/double responses)" was not reproduced. The reported condition was verified. The cause of the condition was undetermined however, as a precautionary measure the keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.